Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error code when an external pulse generator was turned on for testing. It was not attached to a patient when the error occurred. The biomedical engineer was able to clear the error by removing and reinserting the battery. The device then powered on without any issue. The error has not occurred again and the device remains in use. No patient involvement or complications were reported as a result of this event.